Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: (B)(4) - user has high glucose value. Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer's condition worsened. Customer is still experiencing excessive thirst and excessive urination. He did not seek medical intervention. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e--5 blood glucose results accompanied by symptoms. The expected fasting blood glucose test result range is 60-100mg/dl. The customer did report symptoms of excessive urination and excessive thirst. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2017, a blood test was performed by the customer and produced test results of e-5 using true metrix air meter. The test strip lot manufacturer's expiration date is 01/24/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.